Manufacturer narrative:
The device was not returned to zoll medical corporation instead, the suspect pace/defib engine board was returned. The reported malfunction was duplicated and attributed to a lifted pad on a transformer pin on the pace/defib engine board. The customer received a replacement pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.